Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and assisted with resetting the pump. After resetting, the malfunction did not recur, and customer was instructed to continue using the pump and to report back if any issues arose.